Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. The drill attachment was disassembled and a broken bur shaft was discovered inside the attachment. The quality investigation is still ongoing, so the root cause has not yet been determined. A f/u report will be submitted if the investigation reveals additional relevant info.

Event description:
It was reported that during a surgical procedure, a drill bit broke off inside the drill attachment. The procedure was completed successfully using backup equipment, without causing a clinically significant delay. There was no report of any device fragments falling into the surgical site. No pt or user injury was reported, and no other adverse consequences were alleged with this event.